Event description:
One pt sample with discrepant glucose results. Initial result 301 mg/dl. Same sample repeated twice gave results of 157 and 158 mg/dl. The initial result was reported, pt not treated based upon initial result. The field service rep was unable to determine the cause of the discrepancy.